Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to MFR 09136 (1/2).

Event description:
It was reported the power button on the video system center was cutting in and out. The issue occurred during preparation for a diagnostic endoscopy procedure. The procedure was completed without delay, although information about the device used to complete the procedure was not provided. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the event occurred because the power switch was stuck due to a power switch failure. Olympus will continue to monitor field performance for this device.